Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had six cardioversions triggered at the time of being conscious. The right ventricular (rv) lead's impedance was varying and the lead integrity alert had been triggered. It was noted that noise was confirmed on the lead by having the patient raise their arms. The lead has been replaced. No further patient complications have been reported as a result of this event.